Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2. Patient country : canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion set was fell off during use on 23-may-2024. The event occurred within a few minutes to 2 hours of insertion. Patient was replaced infusion set and resumed insulin successfully. No further information was available.